Manufacturer narrative:
The pump was returned to animas for evaluation. During investigation, it was found that button presses did not activate desired pump functions. During investigation, the down arrow key contact was observed to be misaligned. The down arrow button had a spongy feeling when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the down arrow button seems to stick. It was reported there is no damage to the keypad.